Event description:
The hcp reported that the pt was diagnosed with a suspected device pocket infection with possible erosion through the skin in 2007. Prior to implantation of the device, the pt had risk factors of malnutrition and being extremely thin. Infection symptoms included incisional wound opening. The device pocket was cultured; cultures were negative (date unk). The pt was treated with oral antibiotics. The device was explanted on six days later, and returned to the manufacturer for analysis. The hcp reported the pt did not have meningitis. The pump was used to deliver compounded baclofen and morphine and there was no drug withdrawal. The pt outcome was unk. A follow-up will be submitted if additional info becomes available.

Manufacturer narrative:
Final device analysis revealed no anmaly found - normal device function.